Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced frequent hypoglycemia while using the ilet bionic pancreas, and the caregiver inquired whether others had similar experiences without engaging in troubleshooting. Symptoms included low blood glucose episodes consistent with hypoglycemia. Outcomes included no reported alarms, no reported hospitalization, and the caregiver¿s decision to consult the patient¿s endocrinologist. Investigation included an offer to perform device and use-related troubleshooting to assess potential user, therapy, or device factors, which was declined. Investigation of this case revealed no device malfunction or alarm reported and no information to implicate a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.